Event description:
A malfunction was found in the investigation for the original report of pod communication error at startup. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4).. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The device generated an 0x6a hazard alarm, indicating there was an occlusion during the runtime (threshold exceeded, not at end of bolus). Although no timeouts or drive stalls were observed, pulse width increases were observed during operation near the end of the run. Despite the 0x6a hazard alarm, no occlusions were observed during fluid path testing. No damages or defects that would contribute to an 0x6a hazard alarm were observed. The exact cause of the 0x6a hazard alarm could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.